Event description:
It was reported that the patient has been having an increase in seizures for the last four months, but the relationship to pre-vns baseline levels is unknown. The patient does not currently have a vns physician who is following him, so no further information is available at this time. Diagnostic results and the increase in seizures suggest the possibility of a short circuit condition in the lead, but this cannot be confirmed.